Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2013, and then experienced revision surgical procedure on (B)(6) 2022 approximately 9 years and 1 month after initial implant due to implant loosening and osteolysis. No images were provided. . There is no other information available. Revision operative report of (B)(6) 2022 post-op diagnosis: left knee arthroplasty failure secondary to femoral loosening, femoral and tibial osteolysis, poly insert had signs of delamination and wear.

Manufacturer narrative:
Concomitants . 2523727 02-012-44-5013 logic tibia implant psc. This device is used for treatment, not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
1038671-2024-04516 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1, h6. The following sections were corrected: g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.